Event description:
The patient underwent a bronchoscopic lung volume reduction with zephyr endobronchial valves on (B)(6) 2026. A total of five valves were placed. Patient was discharged on (B)(6) 2026. On (B)(6) 2026, patient was re-hospitalized with copd exacerbation and respiratory failure. Investigation is ongoing.